Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 26mar2019 for an event which occurred in japan stating that pentax medical video gastroscope model eg-2790i, serial number (B)(4) was being used during an examination when a piece of the ift (insertion flexible tube) black bending rubber fell into the patient's stomach. The piece of black bending rubber that fell into the patient was noted as being about 25mm in length and about 5mm in width and was not removed from the patient during the examination. The metal was exposed when the gastroscope was removed from the body, but there was no bleeding in the larynx, esophagus, etc. Pentax medical is filing this medwatch as a reportable malfunction because there was no patient injury reported due to the piece of foreign material that fell into the patient and no medical intervention performed to prevent permanent impairment or damage to the patient. Investigation is currently in-process.